Event description:
Customer was advised to disconnect at quick release. Fixed prime was performed, insulin did exit and device alarmed no delivery. Customer was advised to disconnect the reservoir from the device. Then disconnect and reconnect tubing and reservoir. Customer was informed to manually push insulin through tubing, insulin did not exit. Customer was advised the alarm was caused by infusion set or reservoir connection. Customer was advised to replace complete set. No further information reported. Customer's blood glucose was in the 300 mg/dl range.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.